Manufacturer narrative:
Device evaluated by MFR: the sterling es balloon catheter was received with no other devices or original packaging. There was blood visible in the inflation lumen of the hub. The balloon was in a deflated state. There was a pinhole 6 mm from the distal edge of the proximal markerband. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed lesion being treated was located in the mildly calcified and moderately tortuous left superficial femoral artery. The 3mm x 40mm x 145cm sterling es over the wire balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 12 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed lesion being treated was located in the mildly calcified and moderately tortuous left superficial femoral artery. The 3mm x 40mm x 145cm sterling es over the wire balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 12 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.